Manufacturer narrative:
H3. Analysis of the communicator showed no anomalies were visually observed and passed bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The patient reported that they were having a hard time charging the communicator. It seemed like the charging port was loose and did not get a good connection with multiple micro-usb chargers they have tried so far. There were no environmental, external or patient factors that may have led or contributed to the issue. They confirmed the charging port did not have any physical damage, confirmed multiple chargers were used to verify the issue. A replacement device was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 10-feb-2024, UDI#: (B)(4), h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.